Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product back for investigation but product has not been received as of yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Description from the customer report: "during setup customer noticed that the arterial outlet seemed misshapen. They did not use the set." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for manufacturer's investigation. Hls set was received without tubes and without any other set-accessory. During visual inspection a damaged and deformed blood outlet connector could be confirmed. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. Based on the information received and the investigation results obtained so far the reported failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4)